Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 290023mm was explanted from the aortic position after an implant duration of 4 years and 6 months due to stenosis with effective orifice area (eoa) of 0.9cm2. A 23mm magna ease valve was implanted in replacement. This case involved a (B)(6) patient. The explanted device was noted as to be available for return.

Event description:
Edwards received notification that this valve model 3300tfx23 was explanted from the aortic position after an implant duration of 4 years and 6 months due to stenosis with effective orifice area (eoa) of 0.9cm2. A 23mm magna ease valve was implanted in replacement. This case involved a 73-y-o patient. The explanted device was noted as to be available for return.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d1, d4, d9, g3, g6, h2, h3, h6 customer report of stenosis was confirmed due to observed calcification and host tissue overgrowth. X-ray demonstrated metal band was pulled outward around leaflet 3 and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 1 and 3. Leaflet 3 had a 2mm tear near commissure 3 and calcification was evident at the tear. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflets 2 and 3. The metal band was exposed in multiple areas around all three leaflets on the inflow aspect. Wireform was also exposed on commissure 3 and around leaflet 1 on the outflow aspect. Multiple sutures remained attached to the sewing ring around the valve.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction.